Event description:
It was reported that during the procedure, the guidewire was unable to be removed from the left ventricular (lv) lead. Furthermore, it was noted that the lead helix failed to extend. The lv lead was replaced and the procedure continued with a new lead on (B)(6) 2022. The patient was stable throughout the procedure.

Manufacturer narrative:
The reported event of stylet stuck in the lumen was confirmed. A complete lead was returned in one piece. The cause of the reported event was isolated to the bunching of the inner coil and stylet coating at the connector region which is consistent with procedural damage. No other anomalies found.